Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that there was micro dislodgement noted. The lead was explanted. No additional adverse patient effects were reported. The lead was returned for analysis. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to update the d10: returned to manufacturer date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that there was micro dislodgement noted. The lead was explanted. No additional adverse patient effects were reported.